Manufacturer narrative:
The reported issue poses a low risk to a patient because the issue was observed when the companion hospital cart was not supporting a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has a redundant power sources of external batteries and an internal, emergency battery. Syncardia initiated a CAPA (corrective/preventive action) to address the hospital cart power cord issue. The root cause investigation is ongoing. Potential corrective actions will be evaluated when the root cause investigation has been completed. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This syncardia companion hospital cart was not in patient use. The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The hospital cart can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the companion hospital cart power cord "falls out" of the hospital cart. The customer also reported that the hospital staff used a zip tie to secure the power cord into the companion hospital cart.